Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for eval, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On august 27, 2008, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra meter is reverting into the setup mode. The pt claimed that the reverting into the setup mode issue first occurred two weeks prior to contacting lfs. Some time after the reported issue began, the pt had symptoms described as "trembling." The pt did not take any action in regards to diabetes treatment and did not receive any medical intervention because of the reported issue. In addition, the pt did not test on any other device at the time of concern. It would have been helpful to know the pt testing frequency, diabetes medication regimen, and the events that lead up to the reported symptoms such as lfs meter readings food and diabetes medication intake, and physical activities. During troubleshooting, the reported issue was resolved with training. The customer care advocate verified that the battery had been replaced prior to the onset of the reported issue and there was no meter trauma. This complaint is being reported because the pt claimed she had symptoms that were suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the pt.